Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No other analysis was performed. DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported an error 1870. Patient not affected. We do not have additional information beyond what is included within the attached spreadsheet at this time. No patient injury was reported.